Event description:
Related manufacturer reference number: 2017865-2023-36272. It was reported the patient presented for a leadless pacemaker (lp) implant. During implant, when screwed into the initial location, rotation was difficult. The pacing impedance was low and the capture threshold was high. The lp was unscrewed and repositioned. During repositioning, the lp prematurely released from the delivery catheter but remained in the protective sleeve. A retrieval catheter was inserted. The protective sleeve was pulled back to purposefully release the lp to migrate to the atrium where the retrieval catheter successfully captured it. The lp was removed without issue and replaced with a new delivery catheter and lp. The patient was stable.

Manufacturer narrative:
Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of premature separation, inadequate capture, low pacing impedance, and difficult or delayed positioning were not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomalies.